Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used for a robot-assisted total gastrectomy procedure on (B)(6) 2022 when it was reported ¿it was reported that it was confirmed that the pneumoperitoneum pressue could not be maintained during air seal mode. Since the surgeon determined that the tip of the air seal trocar was blocked by some influence and co2 was blocked, the tri-lumen tube was removed from the air seal trocar, the extension tube was connected, and air supply was started from another trocar. The automatic suture device is operated without confirming the tip of the automatic suture device. When the automatic suture device is removed from the air seal trocar, the pressure returns. The blind end was reinforced with a needle thread and terminated because the tissue was damaged (torn).¿. The procedure was completed as planned with a 1-hour delay. There was no report of medical intervention, or hospitalization for the patient. The asm-evac1, trilumen filtered tube set and as-ifs1, airseal ifs, 110v devices were concomitant devices used during the procedure. This report is being raised on the basis of injury due to the tissue damage from suture device is operated without confirming the tip.

Manufacturer narrative:
Received one ias12-100lpi in unoriginal packaging. Lot number was not verified. Performed a visual inspection, there were no obvious signs of abnormalities or defects. Performed a functional inspection using the airseal i.f.s (c8457), the device functioned as intended and was able to maintain pneumo. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history review was not conducted because the lot number is not known. A two-year review of complaint history revealed there has been a total of 33 complaints, regarding 36 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Do not use excessive downward force. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used for a robot-assisted total gastrectomy procedure on (B)(6) 2022 when it was reported ¿it was reported that it was confirmed that the pneumoperitoneum pressue could not be maintained during air seal mode. Since the surgeon determined that the tip of the air seal trocar was blocked by some influence and co2 was blocked, the tri-lumen tube was removed from the air seal trocar, the extension tube was connected, and air supply was started from another trocar. The automatic suture device is operated without confirming the tip of the automatic suture device. When the automatic suture device is removed from the air seal trocar, the pressure returns. The blind end was reinforced with a needle thread and terminated because the tissue was damaged (torn).¿. The procedure was completed as planned with a 1-hour delay. There was no report of medical intervention, or hospitalization for the patient. The asm-evac1, trilumen filtered tube set and as-ifs1, airseal ifs, 110v devices were concomitant devices used during the procedure. This report is being raised on the basis of injury due to the tissue damage from suture device is operated without confirming the tip.